Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that pocket erosion with infection was noted. Physician does not alleges that infection was related to device. The system was explanted and device was connected externally to a right ventricular lead until the infection clears. Patient was stable and antibiotics were administered intravenously.